Event description:
It was reported that an employee was injured during a patient transfer in the emergency room department when the stretchers brakes did not stay engaged. It was reported that the employee received a knee injury.

Event description:
It was reported that an employee was injured during a patient transfer in the emergency room department when the stretchers brakes did not stay engaged. It was reported that the employee received a knee injury. Further information on treatment or medical intervention was not provided.

Manufacturer narrative:
It was reported by manufacturer representative, that a nurse allegedly received an injury while using the stretcher. It was alleged that the brakes did not remain engaged; however, no additional information was able to be identified. The customer identified that no information will be made available for further investigation surrounding the defects, severity of injury, as well as the stretcher that was involved in the alleged event. The device has not been made available for evaluation.